Manufacturer narrative:
There was no patient involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending.

Event description:
On (B) (6) 2009, it was noted after post surgical cleaning that a bone screw adjuster would not attach to the screw. The malfunction was not associated with a specific surgical event nor was there patient involvement. This malfunction has been associated with an adverse event in the past.